Event description:
Description of event according to study: is there any evidence of thrombus? = yes, is there evidence of device issue(s)? = no other = yes if other, specify = superior mesenteric artery (sma) branch and left renal branch. Patient outcome: secondary intervention: angioplasty of right renal and sma. Medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function.

Manufacturer narrative:
Manufacturers ref#(B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information provided determined endoleak typeii. Since type ii endoleak is not related to the device, but due to patient anatomy, event is no longer considered reportable to FDA. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: angiography, endoleaks for: procedure visit. Is there evidence of endoleak(s) at the completion of procedure? Yes. If yes, indicate type(s): type ii. Is there evidence of device issue(s) at the completion of procedure? No. The event ¿evidence of thrombus¿ will be handled in (B)(4). (Manufacturer report #3002808486-2024-00140).